Event description:
It was reported that this pacemaker was successfully explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.